Manufacturer narrative:
Other # field is populated with the di number.

Event description:
A report was received that the patient's ipg was not functioning. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient was having charging issues. No device malfunction was suspected.

Event description:
A report was received that the patient's ipg was not functioning. The patient will undergo an ipg replacement procedure.